Manufacturer narrative:
Per the cartridge instructions for use: always carefully read and follow the instructions provided with your insulin. Follow time and temperature limits for stability of insulin. The infusion set was reported to be a contributor to the reported event. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 581 mg/dl and ketones were present. Correction boluses were delivered to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin/fluids were administered; bg/dka were resolved. There was no permanent damage. Customer reported the infusion set cannula was bloody and was most likely the cause of event; however, the vial of insulin was open longer than recommended and may have contributed to the elevated bg. Customer acknowledged pump was operating as intended. Customer was released from the hospital on (B)(6) 2019. Contact was unable to provide the brand of infusion set used at the time of the event.